Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of various no disposable alrms. To further investigate, a functional test was performed. Customer problem was not duplicated. However, no disposable and high pressure alarm messages were found in the pump's event history logs. It is recommended that the downstream occlusion sensor and internal real time clock lithium battery to be replaced.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited noise and shuts off. No patient injury reported.